Event description:
It was reported that the patient presented remotely via Merlin.net. Remote alert revealed that the right ventricular lead exhibited electromagnetic interference (EMI) oversensing resulting in pacing inhibition with an appropriate noise reversion. No changes or interventions were reported. The patient condition was not known.